Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient tripped, fell and went to the e.r. With a dislocated knee joint. Surgeon revised the tibia baseplate and liner with universal tibia-shim-augment and new liner.

Manufacturer narrative:
An event regarding alleged "dislocation" due to trauma involving a triathlon baseplate was reported. The event was confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. However an image of the baseplate was provided. The device looks intact and covered in bone cement. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated "x-ray confirms dislocation but medical review could not be performed as additional records such as primary and revision operative reports, and clinical/past medical history are required. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been 1 other event for the lot referenced. Conclusions: the reported event indicated the device was revised for a dislocating knee due to trauma. The exact cause of the reported dislocation could not be determined as no primary and revision operative reports, clinical/past medical history and examination of the explanted devices were provided to complete the medical assessment. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient tripped, fell and went to the e.r. With a dislocated knee joint. Surgeon revised the tibia baseplate and liner with universal tibia-shim-augment and new liner.